Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "...femoral head disassociated from accolade trunnion. Components removed. Restoration ha 205 stem, 36h 10° liner and 36 mm biolox head inserted. Patient stable."

Event description:
As reported: "...femoral head disassociated from accolade trunnion. Components removed. Restoration ha 205 stem, 36h 10° liner and 36mm biolox head inserted. Patient stable."

Manufacturer narrative:
An event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem. The event was not confirmed. -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were returned for review. -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Although the lot code was not provided, the device description of size and offset, the estimated date of implant and reported failure mode, suggest that the device is in scope of the lot specific voluntary recall ra 2016-028 which was initiated for the lfit v40 cocr heads. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.